Manufacturer narrative:
Device evaluation: the field service engineer (fse) verified the reported issue. The fse replaced the inspiratory flow sensor and inspiratory pcb (printed circuit board) to resolve the issue. The ventilator passed all tests and calibrations. The flow sensor and the inspiratory pcb were returned for failure investigation. The flow sensor was visually inspected and functionally tested with no malfunction or product deficiency identified. The inspiratory pcb was visually inspected and no anomalies were observed. The inspiratory pcb was attached to a test ventilator and the ventilator powered up with no errors recorded in the diagnostic logs. The ventilator failed the flow sensor calibration test. Further investigation isolated the fault to a component reference designator u1 which could lead to a loss of ventilation if this were to occur while in use on a patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during maintenance that the 840 ventilator had failed the sst (short self testing). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.